Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) and ckmb results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing on an alternate instrument produced results within the normal reference range for both assays. The actual patient results were not supplied by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the service visit. A field service engineer (fse) went on-site (B)(6) 2010. Fse performed troubleshooting, primed the system and then performed a routine system check and precision test using qc material and no issues were noted. Fse also cleaned the wash and precision valves and repeated qc, precision test and the results were within range.